Event description:
Per the clinic, the patient suffers a head trauma which leads to hematoma formation (specific date not reported). Subsequently, the patient was treated with oral antibiotics on (B)(6) 2026 (specific date and duration not reported). The implanted device remains.